Event description:
Healthcare professional reported a right side deflation. Additionally, healthcare professional reported capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified wear abrasion, white particles in shell, curved openings, fold creases, and brown particles in valve. Leak test and microscopic analysis was performed which identified curved striated openings on anterior side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was curved striated openings assessed as surgical damage consistent in the use of some surgical tools.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.